Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure, the catheter was replaced and after inserting the second catheter and device aspiration, air bubbles were observed in the flushing line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure, the catheter was replaced and after inserting the second catheter and device aspiration, air bubbles were observed in the flushing line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath identified a leak at the stopcock. Inspection of the stopcock confirmed that the leak was caused by cracks at its base. Inspection of the hemostatic valves revealed that the external valve was torn at the center slit on the outer face, which would have contributed to the reported event and resulted in leakage or air ingression. The "cause traced to component failure" conclusion code was selected for the allegation of "visible air/bubbles," as analysis found a leak from the stopcock and confirmed cracks at the stopcock which compromised the sheath's ability to seal pressure and fluid within the sheath. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.